Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 326 mg/dl following an infusion set dislodgement and repeated ilet restart attempts that resulted in alert 38. The user¿s endocrinologist instructed transition to insulin pump therapy discontinuation with use of basal and bolus injections until the replacement device arrived. The user¿s bg began to improve with corrective therapy and no hospitalization was required.